Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were provided by the customer for investigation. While a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle clogged / blocked for lot #9056887 item #990193. A device history record (DHR) review was performed on the columbus batches associated with the curitiba batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged.

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "when introducing the needle, he found that it was clogged."